Event description:
A volume discrepancy was reported. The actual reservoir volume was greater than the expected reservoir volume; specific volumes were not provided. It was reported that the volume discrepancies have increased gradually. Device troubleshooting and pump replacement were being considered. No patient symptoms were reported. The pump was used to deliver dilaudid. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).